Event description:
Biomedical technician was inspecting table. Upon inspection, biomedical technician notice weld cracks on both leg spar handles. Both leg spar handles were removed and taken to biomed for service. Biomedical technician contacted manufacturer of issue. Manufacturer had indicated redesigned handles would not be available for shipment until a month. Biomedical technician consulted with biomedical department manager and or manager for solution. It was determined to utilize building engineering welder to add support welds to cracked handles. Handles were tested and used temporarily until manufactuer sent out redesigned replacements approximately a month later.======================manufacturer response for table, surgical, hana table (per site reporter).======================manufactrer understood the urgent need of replacing the leg spar handles. However, since the replacement handles were in the final stage of redesigning, they were not available untill approximately a month after we had ordered them. The manufacturer did replace them at no charge.